Event description:
During a stenting procedure to the right renal artery, the stent moved on the balloon prior to deployment. The stent did not dislodge from the stent delivery system, it remained on the balloon. The vessel had no calcification, mild tortuousity and a 90% stenosis. The product was prepared and clinically used as per the IFU without any adverse consequence to the patient. As per the reporting affiliate, no additional patient of procedural information is available. Manufacturing records for the lot involved, including subassemblies, were reviewed and the results indicate that the product met quality requirements for product acceptance. The stent retention test performed on this lot after the sterilization process was found to be pass. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have had an impact.